Event description:
It was reported that during a shoulder joint surgery, it was observed that the vapr clplse90 electrode w hand cntrls device got jammed and could not work. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was not returned to j&j medtech orthopaedics, however a video was provided for evaluation. Visual inspection of the returned video found that the device is being activated into the patient's body. The suction from the electrode seems to be stopped. No other anomalies were found. The overall complaint was confirmed as the observed condition of the vapr clplse90 electrode w hand cntrls would have contributed to the complained device issue.¿ based on the investigation findings, a potential cause cannot be established. Multiple factors are associated with this type of failure, and the complaint device needs to be physically evaluated to determine a potential cause of why the customer experienced the failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: device history review. A manufacturing record evaluation was performed for the finished device u2412007 number, and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the electrode was returned in used condition. The cable and suction tube are in good condition. The device will be sent to the manufacturer for further analysis. Manufacturing investigation results for vapr clplse90 electrode w hand cntrls: the device was received in original packaging. Tip components condition is used, tissue debris inside the active tip. Some residue on the active tip surface. Handle assembly condition is used, no misuse. Cable and plug asembly condition is used, no misuse. Procedural residue visible in suction tube. Electrical checks: the device passed all parameters. Functional checks: the device failed the flow rate test before and after activation. Footswitch activation, ablation and coagulation failed. The suction failure was further investigated by subjecting the device to both positve and negative pressure. The flow rate test was repeated and still fails to reach the minimum specification. From our investigation we were able to confirm the customer report that the electrode was jammed and did not work. The device was found to fail flow specifications before activation of the device due to a build-up of tissue debris at the distal end of the device which could not be cleared during ablation testing. The complaint investigation shows the blockage experienced by the end user is confirmed and can be attributed to procedural tissue debris. No manufacturing defect was found with the returned device. The product IFU cautions not to allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. The product IFU warns electrodes will wear from normal use, dependent on factors such as length of use, high tissue removal rate, prolonged use against bony surfaces, prolonged use in saline, high power settings, and use with minimal suction or fluid management. Periodically assess electrode tip for wear and proper operation. Replace the electrode if excessive wear is noted. The overall complaint was confirmed as the observed condition of the vapr clplse90 electrode w hand cntrls would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to procedural variables, such handling of the device or product interaction during procedure; as per IFU; do not allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a manufacturing record evaluation was performed for the finished device u2412007 number, and no non-conformances were identified.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.